Event description:
It was reported that an alert had been generated due to out-of-range atrial intrinsic amplitude measurements. Additionally, some farfield r-wave oversensing was noted on the stored electrograms. The reported clinical observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.